Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) touch screen printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator touchscreen was unresponsive. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.